Event description:
During a supraventricular tachycardia procedure, it was reported that the ez steer nav bi-directional electrophysiology catheter was moving erratically in the carto 3 study. Upon inspection of the catheter, the insulation between electrodes # 2 and # 3 was becoming detached. The catheter was replaced and the procedure was completed. There were no patient consequences. On (B)(6), received additional information requested from bwi representative stating that the issue was found during use in the patient. All was in one piece but with a loose flap. Further information was requested and received on (B)(6), describing that the blue sheath pulled back slightly and exposing an internal component. Due to the additional information, this complaint became reportable. Awareness date changed from (B)(6) 2013 to (B)(6) 2014.

Manufacturer narrative:
(B)(4) during a supraventricular tachycardia procedure, it was reported that the ez steer nav bi-directional electrophysiology catheter was moving erratically in the carto 3 study. Upon inspection of the catheter, the insulation between electrodes # 2 and # 3 was becoming detached. The catheter was replaced and the procedure was completed. There were no patient consequences. The returned device was visually inspected and a bump was found below electrode # 2. However, no detach or sharp material was observed along all the catheter. Outer diameter was measured to the bump and found within specifications. Between electrodes # 2 and # 3 there is pu (adhesive) that is covering the anchor window (section where part of the deflection mechanism lies). However, this section is part of the catheter design. No detached material was observed on the anchor window. Furthermore, due to the erratic movement of the icon on the carto 3, the catheter was tested and it passed eeprom and recalibration check test, but failed carto 3 test due to reversed icon was detected during mapping. A recalibration test was performed and catheter passed. The catheter then passed second carto 3 system test after recalibration test. However, the root cause of the reversed icon remains unknown the device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint in regards the erratic movement of the icon was confirmed. For the detach material reported, the complaint was not confirmed.

Manufacturer narrative:
Multiple attempts have been made to request for the complaint product to be returned for analysis. Product was not returned for investigation as initially reported. As the lot # 15973354m was provided, device history records was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4).